Event description:
It was reported that there was no sensing and no capture on the atrial lead. On telemetry, the patient appeared to have intermittent p-waves per telemetry. An underlying rhythm was performed and the patient was noted to have "nothing underneath." An x-ray was performed and the lead was noted to be in the appropriate location. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-58 lead, implanted: (B)(6) 2012. (B)(4).